Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, an error 32098 occurred on arm1. The customer power cycled the system and the issue was resolved. The error recurred afterwards, and the customer was unable to resolve the issue by power cycling the system. The customer disabled arm1 to continue the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed using 3 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse reviewed that error 32098 had been recovered by customer and it did not appear on next procedures. Following the suggestion of technical service engineer (tse), the fse swapped universal surgeon manipulator (usm1) with usm4. The system was verified and ready to use.